Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated a cartridge and handpiece were used; however, no details were provided. A viscoelastic was used; however, it is unknown if the approved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported I n the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on may 13, 2014. (B)(4).

Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgeries, his vision is not good. He is unable to drive due to the glare from lights. He also reports having difficulty when walking and stumbles because of his vision. Glasses only help improve his vision approximately five percent. Additional information was received from the surgeon, who reports the event continues. Rings and haloes were not a major complaint by the consumer. In the surgeon's opinion, it is unknown if the device caused/contributed to the event. There are two medical device report for this event. This report is for the left eye.